Event description:
Laparoscopic left inguinal hernia repair (preperitoneal approach with mesh). A 3x5 piece of polypropylene mesh was inserted in the abdominal cavity. I have been complaining of problems for years as noted in my medical records. I kept trying to find a reason for the pain and urinary problems and went to many doctors but no one came up with mesh problems. I just found out now that there is a problem with the mesh after all these years of suffering. I had to give up my job in (B)(6), in 2004, as a result of this, as it was a two hour commute each way and the leaking and lack of control just got to be too much. With that job went my insurance and the ability to continue the search for the problem. The problem gets worse with time, not better. If I had only known the problem was, the fix this could have been addressed years ago. The surgery was at: (B)(6) medical center. Dos: (B)(6) 1998.